Manufacturer narrative:
Patient date of birth, age, sex and weight unavailable from facility.

Event description:
Procedure performed to target a lesion within the left anterior descending artery. An elca catheter was used for the treatment. During the procedure, a perforation occurred. A perforation was treated using a balloon catheter and the procedure was completed; patient survived the procedure.